Event description:
It was reported that patient presented remotely via merlin.net and clinic follow-up, the right atrial (ra) lead exhibited noise inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2024 by the physician. The patient was stable throughout the procedure.